Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology at the time of implant states that the anatomy was very aneurysmal at the renals. The iliacs were very calcified and the pt was a high risk. The calcified iliacs made the cut down difficult. The device caught on calcium on the way out. There was kink in the graft due to the heavily calcified portion of the aortic bifurcation. The stent graft struggled coming out but eventually he was able to unsheath it. The physician decided on a shorter limb which was deployed well. The device has reportedly migrated from previous angios done last year and it now appears as if the anchoring pins are pressing into the wall of the renal artery. This pt now has worsening renal artery stenosis. There are no endoleaks. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (calcified iliac arteries), (stent graft migration, stent graft kinking).